Event description:
The complaint received states that during use the cashmere 14 cerecyte microcoil 5 mm x 12 cm (crc14051230 /(B)(4)) failed to detach. The surgeon put the mc in place, and then positioned the 1st boston 6*20 coil, the 2nd cashmere 5*12 coil, the test out of patient passed but it could not detach after put into the target lesion. The surgeon changed the detach box and cable but still failed. The surgeon had to remove the coil and changed another one to complete. No adverse event occurred. No patient or vessel code information provided.

Manufacturer narrative:
The complaint received states that the cashmere 14 cerecyte microcoil 5 mm x 12 cm (crc14051230 / c16055) failed to detach. The surgeon put the mc in place, and then positioned the 1st boston 6*20 coil, the 2nd cashmere 5*12 coil, the test out of patient passed but it could not detach after put into the target lesion. The surgeon changed the detach box and cable but still failed. The surgeon had to remove the coil and changed another one to complete. No adverse event occurred. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Manufacturer narrative:
The complaint received states that during use the cashmere 14 cerecyte microcoil 5 mm x 12 cm (crc14051230 / c16055) failed to detach. The surgeon put the mc in place, and then positioned the 1st boston 6*20 coil, the 2nd cashmere 5*12 coil, the test out of patient passed but it could not detach after put into the target lesion. The surgeon changed the detach box and cable but still failed. The surgeon had to remove the coil and changed another one to complete. No adverse event occurred. Limited information was received. It was not stated in the event description that when the detachment button was pressed that the detachment light illuminated or if audible beeps were heard. Both the unidentified detachment control box (dcb) and connecting cable were not returned. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 49.5 ohms and the enpower systems go green light illuminated. The coil detached on the first detachment cycle. The post-detachment resistance passes electrical at 49.6 ohms. The detachment fiber received heat and melted as designed. Laboratory testing could not duplicate the field complaint; therefore the root cause of the coils failure to detach inside the aneurysm cannot be determined. In addition, without the return of the complete, but unidentified detachment system and the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported complaint was not confirmed on analysis. The detachment fiber received heat and melted as designed. Laboratory testing could not duplicate the field complaint; therefore the root cause of the coils failure to detach inside the aneurysm cannot be determined. In addition, without the return of the complete, but unidentified detachment system and the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Review of the limited information does not suggests what other factors may have contributed to the event. Limited information was received. It was not stated in the event description that when the detachment button was pressed that the detachment light illuminated or if audible beeps were heard. Both the unidentified detachment control box (dcb) and connecting cable were not returned. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 49.5 ohms and the enpower systems go green light illuminated. The coil detached on the first detachment cycle. The post-detachment resistance passes electrical at 49.6 ohms. The detachment fiber received heat and melted as designed. Laboratory testing could not duplicate the field complaint; therefore the root cause of the coils failure to detach inside the aneurysm cannot be determined. In addition, without the return of the complete, but unidentified detachment system and the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.